Event description:
A customer reported to olympus dead pixels appeared on the image after image correction was performed on the hd camera head. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the reported problem was confirmed. Dead pixels appeared on the camera head after image correction. In addition, the camera failed a leak test from the cable connector. The investigation is ongoing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, water immersion in the connector cable was confirmed. Therefore, it was determined that the reported phenomenon ¿camera does not work properly¿ occurred because the video function did not work properly due to water immersion in the connector cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.